Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported a falsely depressed sodium (na) result was obtained on a patient sample on the atellica ch 930 analyzer. Quality control (qc) and calibration recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse reviewed the instrument logs, identified that two dilution probes were clogged, performed an auto check, inspected the dilution arm and probe, and cleaned the probe. Further, the cse observed the presence of gel near the top of the sample, which temporarily plugged the probe. The customer ran maintenance and quality control (qc) which recovered within acceptable ranges. Siemens evaluated the event and concluded that a sample integrity issue, likely due to fibrin in the sample that was aspirated on the initial aspiration that decreased sample volume to be aspirated, caused the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated between alternate atellica ch 930 analyzers. The repeat results recovered higher than the erroneous result and within normal limits. The repeat results from the alternate atellica ch 930 analyzers were considered correct and the repeat result of 134 meq/l was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely depressed na result.